Manufacturer narrative:
(B)(4) was not returned for evaluation as it remains implanted. Review of the manufacturing records confirmed that the associated device met all requirements prior to release. Log file analysis revealed normal pump parameters and no alarms recorded for the 14 days leading up to the reported event date. On-site inspection revealed yellowing and cracking of the driveline, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the clinical specialist the patient's driveline cable had several sleeve fractions close to pump connector. A driveline sheath repair was performed by the clinical specialist. Log files were sent. There were no reported pump stops and no reported effect on the patient.